Event description:
Device 1 of 2. Reference MFR report 3: 1627487-2014-08034. It was reported the patient complained she can barely feel the stimulation in the desired area, and it is providing no pain relief. Instead, the stimulation is mostly in the rib area. The patient had a fall after her implant procedure, and x-rays showed one of the leads had migrated. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.